Manufacturer narrative:
D9: 7/21/2025. One device was returned for repair with complaint that there was burnt smell on the battery compartment and the device was not turning on. Unable to review event history, as device will not complete power on process. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Evidence of melting inside battery compartment, battery stabilizer melted into plastic. Device failed power up test, and device alarms system fault 46440. Will not turn on with batteries. Complaint of ¿no power¿ confirmed through pump power up test. Found loose battery stabilizer bridging between two battery contacts, evidence of stabilizer melting into battery compartment. Reattached downstream occlusion (dso) sensor cable and replaced battery compartment and components. Repair confirmed through pump power up test. Replaced dso seal as preventative maintenance. Device passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was burnt smell on the battery compartment. The device was not turning on. There was no reported patient involvement.